Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported the value of sp2 was low (45-90%). The event was not resolved with the replacement. No patient impact or consequences reported.

Manufacturer narrative:
The returned cable was evaluated. During evaluation the cable passed all visual and functional testing. The cable was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over six (6) months with no previous reported issues related to this reported event. (B)(6).